Event description:
It was reported that the patient experienced hypoglycemia of unclear cause while using the ilet bionic pancreas, with no reported device alerts or alarms, and received troubleshooting and education during the call. Symptoms included low blood glucose requiring treatment. Outcomes included resolution after oral glucose administration. Investigation included a customer interview and case review. Investigation of this case revealed no device malfunction reported, no alarms, and no identifiable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.